Event description:
It was reported that the patient experienced a "sharp kick in her side". The patient was brought into clinic for evaluation. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations. The device was restored from backup. The patient no longer experienced the "kicking" sensation after reprogramming. The patient was stable post event.